Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched when opening and removing the lens from the packaging. The lens was not implanted. No patient contact reported.